Event description:
On (B)(6) 2010, pt reported the beeper sound on her infusion device was not as clear as it used to be. Pt stated ths sound is more faint. Pt reported she changes the battery as needed; was last changed a couple of weeks ago. Pt stated she first noticed the issue last fall. Pt reported she has never changed the beep volume. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.